Event description:
It was reported that during a ptca/stenting treatment procedure, deployment difficluties were encountered. When the balloon was inflated, the liberte bare (mr) 16/3.5 mm stent opened from the proximal end toward the distal end and demonstrated the 'melon seeding effect' with the stent moving slightly backward from the target location. Another stent was implanted to completely cover the culprit plaque. No pt injuries or complications were reported.

Event description:
The lesion being treated was a 100% stenotic lesion located in the mid right coronary artery. The physician used a 6f terumo introducer sheath for vascular access and a 0.014" floppy guidewire and a 6f al1 guide catheter to cross the lesion. It is noted that the lesion had not been predilated. Two inflations were performed - the initial inflation was to 14 atms and the second inflation was to 16 atms. The procedure was successfully completed. The pt was reported to be "in good condition; stable."